Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump could not charge properly without the customer maneuvering the cable into the charging port at a certain angle despite the attempt of multiple usb cables. The customer¿s blood glucose level was not impacted. Reportedly the customer would continue to use the pump for insulin therapy.